Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. International UDI # (B)(4). Reporter: no phone number provided. A gds was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. Resolution and disposition: an investigation was performed and the product analysis technician reported that the root cause was isolated to component (u1) in the airflow system of the gds.

Event description:
It was reported that during analysis while testing on a test ventilator a returned gas delivery system (gds) failed all air flow accuracy testing. No patient involvement. Event date not specified; estimate used.